Manufacturer narrative:
Per the user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed throughout the tubing. Customer changed the cartridge to resolve the issue. Customer's blood glucose (bg) was approximately 600 mg/dl and ketone level was small to moderate. A correction bolus was delivered to address bg. While calculating the bolus, customer overestimated carbohydrates causing bg to lower (45 mg/dl). Soda was consumed to address low bg. Recommendation was made for customer to discuss event with their healthcare provider.